Event description:
Patient was revised to address cup loosening, which caused pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
Update 12/18/15- pfs and sticker sheet received. Pfs and sticker sheet reviewed for MDR reportability. Pfs reported pain and discomfort continue because revision surgery could not fix all the problems. There is no new additional information that would affect the existing investigation. The complaint was updated on: jan 7, 2016.

Manufacturer narrative:
(B)(4). Corrected: age.

Manufacturer narrative:
Patient was revised to address cup loosening, which caused pain. Doi: (B)(6) 2010 - dor: (B)(6) 2012 (left hip). The devices associated with this report were not returned. Per the reporting, patient x-rays are not available for examination. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. B. No additional information was obtained. A complaint database search finds no other loosening related incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.